Manufacturer narrative:
Follow-up #1: date of submission: 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a review of the black box showed multiple call service 78 alarms on the date of the complaint. The pump emitted a call service 78 alarm during the rewind step. The pump casing was opened and there was evidence of moisture found on the motor flex, motor connector, and motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump emitted a cs 078 call service alarm three times in thirty days. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.